Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip was deployed onto the tissue; however, the clip could not be released from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the patient age and date of birth were not reported, it was reported the patient was over 18 years old. (B)(4) for the reported event of clip would not release from catheter. According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.